Event description:
Contact reports that the charite disc had expelled into the retroperitoneal space. It is believed that this was caused by the initial placement not being back far enough and that the size 4 implant was too small for the space. A revision was performed and the pt fused. As surgical intervention occurred an MDR is being filed.